Event description:
A storz 24 french resectoscope was inserted in the penis following the surgeon's inability to pass a cystoscope. When the resectoscope was angles downwards, the tip of the 24 french sheath fractured and broke off at the junction of the plastic sheath and the metal. Using the cystoscope, the surgeon was unable to remove the tip. He then palpated the plastic tip at the penile/scrotal junction, made a small incision and removed the pastic tip.